Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, red particles material was found on the gel, and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified an opening with two striated patterns along the same edge on posterior/radius due to surgical damage and a smooth edge on anterior due to smooth opening, and wear abrasion. Based on the device analysis the final assessment was a opening with two striated patterns along the same edge on posterior/radius due to surgical damage, and a smooth edge on anterior due to smooth opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.